Event description:
Approx. Five months post procedure the patient returned with a 99% occluded right coronary artery and restenosis in the distal left anterior descending branch where a 2.25x13mm cypher select plus stent had been implanted. The restenosis was 80% distal. To treat the restenosis a balloon was inflated and a competitor's stent was implanted. The additional information that was received indicated the following information: the patient initially had 3 cypher stents implanted in 2007. The patient had two lesions in the proximal left anterior descending branch and two stents were implanted, overlapping. The patient also had a lesion in the distal left anterior descending that had 80% stenosis and was de novo and heavily calcified. The lesion was 23mm in length. The lesion was pre-dilated and a 2.25x13mm cypher select plus stent was implanted at 12 atm for 42 seconds. The patient was given heparin intra procedure.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a female with unknown medical history. The indication for admission to the hospital was not reported. A coronary arteriogram revealed two lesions in the proximal left anterior descending (lad) artery that were treated with two unknown overlapping cypher stents. No vessel, lesion or procedural characteristics were provided. Additionally, there was a 23mm, thrombotic, heavily calcified lesion producing an 80% stenosis in the distal lad. This was pre-dilated and implanted with a 2.25x13mm cypher select plus stent at 12 atm. Followed by post-dilation. The patient was given heparin during the procedure. Pre and post-procedural medications were not specified. The highest recorded act value was 295 seconds. It was reported the patient underwent a repeat coronary angiogram five months following the index procedure due to unknown indications. This revealed a de novo, 31mm, moderately calcified lesion of the right coronary artery producing a 99% stenosis. Treatment included pre-dilation and implantation of two unknown cypher stents at 14 atm. Followed by post-dilation. Additionally, restenosis of the cypher stent in the distal lad was found to be producing an 80% occlusion. The restenosis was treated with balloon angioplasty and implantation of a xcience stent inside of the restenosed cypher. The cypher stent remains implanted in the patient and thus not available for evaluation. A device history records review was conducted and found the involved product met quality requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of coronary artery disease. Based upon the information provided, it is not possible to conclusively determine the cause of the event. There is no clear indication the event was design or manufacturing related.